Event description:
Baxter japan reports that the "female connector came off from the main body" of the transfer set. This was noted during use with no pt injury or medical intervention required according to international complaint coordinator.